Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor position encoder alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received motor errors and motor position encoder error. The customer¿s blood glucose level was 436 mg/dl at the time of incident and the current blood glucose level was 360 mg/dl. The customer reports the drive support cap appears normal. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.